Event description:
It was reported that during an ipg replacement procedure, the right lead was found fractured; fluoro imaging was used to confirm the fracture. To address the issue, the lead was replaced during the same surgical procedure on (B)(6) 2025. Therapy was restored post op. It is unknown which lead caused/contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102919.